Event description:
Consumer called with high readings, but had a seizure and had to take some honey. Ambulance arrived and tested blood and got a 97. Thinks he has been misdosing.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.